Manufacturer narrative:
The accu-chek inform ii meter 2 serial number was (B)(6). The qc was performed on the day of the event, and it was acceptable. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter (meter 1) compared to a different accu-chek inform ii meter (meter 2). At 3:52 pm, meter 1 result was 22 mg/dl, while at 3:55 pm, meter 2 result was 235 mg/dl. Both results were obtained from different fingers via fingerstick.

Manufacturer narrative:
No customer material was received in order to carry out a substantial investigation. The investigation did not identify a product problem.